Manufacturer narrative:
(B)(4). The 2.25 x 18 mm rx xience xpedition mentioned is being filed under a separate manufacturer report number. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that a 2.25x15mm xience xpedition stent delivery system (sds) (part one), was advanced with force towards the proximal right coronary artery (rca), heavily calcified lesion. During advancement, the hypotube close to the hub separated. Both pieces were removed without intervention. A 2.25x18mm xience xpedition sds (part two) was also advanced with resistance. Again, the proximal hypotube separated. Both pieces were removed without intervention. Two xience xpedition stents were successfully implanted, completing the procedure. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.